Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. (B)(4).

Event description:
It was reported that the procedure was to treat a 90% stenosed, moderately calcified lesion in the chronic totally occluded distal femoral vein. After placement of a non-abbott guide wire, the lesion was pre-dilatated with a 5.0mmx60mmx135cm armada 35 balloon dilatation catheter (bdc). The 5.0mmx40mmx120cm supera self-expanding stent system (sess) was advanced to the target lesion without reported issue and the stent implant was deployed without reported issue and was confirmed to be fully deployed. After stent deployment, the sess deployment lock and the system lock were returned to the original position; however, during withdrawal of the sess the tip separated. The separated tip was retrieved successfully using a guide wire. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and the reported tip separation was confirmed. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the job traveler revealed no non-conformances. A query of the electronic complaint handling database and a review of the historical data revealed no other incidents reported from this lot. Per the supera instruction for use (IFU), the recommended pre-dilatation diameter for a 5.0mm stent is greater than 5.7mm balloon. Based on the reviewed information, no product deficiency was identified.